Event description:
Procedure type: general pediatrics. According to the reporter: the trocar was placed inside the patient then the connector broke off. The connector was retrieved from the cavity. There was no report of unanticipated blood or tissue loss, and the operative time was not extended over 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B) (4).